Event description:
It was reported that during holmium laser enucleation of the prostate (holep) the device was having energy problems, was not cutting and it was not achieving hemostasis. There was no error code, whenever the laser fired bleeding happened. That bleeding could not be stopped by the laser. The procedure was completed with turp. No patient complications were reported.

Manufacturer narrative:
The console was checked by a field service engineer at the health care facility. All the energy parameters, alignment and calibration were working fine but the coolant resistance level was below the value, therefore it was recommended to change the coolant filter set. The particle filter and di cartridge were replaced. It was found that the laser cavity 4 fuse is blown, therefore it was also changed. Most likely the damaged the particle filter, di cartridge and fuse could have affected the device performance leading to the event experienced by the customer. Since an expected or random component failure was identified without any design or manufacturing issue, the investigation conclusion code selected for this complaint is cause traced to component failure.

Manufacturer narrative:
The console was checked by a fiel service engineer at the health care facility. All the energy parameters, alignment and calibration were working fine but the coolant resistance level was below the value, therefore it was recommended to change the coolant filter set. Most likely the damaged coolant filter could have affected the device performance leading to the event experienced by the customer. Since an expected or random component failure was identified without any design or manufacturing issue, the investigation conclusion code selected for this complaint is cause traced to component failure.

Event description:
It was reported that during holmium laser enucleation of the prostate (holep) the device was having energy problems, and it was not achieving hemostasis. There was no error code, whenever the laser fired bleeding happened. That bleeding could not be stopped by the laser. The procedure was completed with turp. No patient complications were reported.